Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue found a recessed pin in the cable from the battery to the power supply. To fix the issue the fse replaced the battery to power supply cable, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the connection from the battery to the iabp was open. Battery pack would not provide electric power to iabp. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the connection from the battery to the iabp was open. Battery pack would not provide electric power to iabp. There was no patient involvement, and no adverse event reported.